Event description:
The patient presented in clinic due to low blood pressure. Upon interrogation, noise resulting in oversensing and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced, during the procedure, insulation damage was observed on the rv lead and the right atrial (ra) lead. The ra lead was also explanted and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination found the outer insulation was cut/damaged located at the proximal region of the lead consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The cause of the reported event of insulation damage was isolated to the cut/damaged outer insulation consistent with procedural damage.